Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v886710, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had been sick and this weekend they had a lot of pain in their lower back. The right buttock area was where the implantable neurostimulator (ins) was. The pain radiated to the right hip and down outside of the right leg to the knee. It seemed to be very painful so the patient turned it off 2 days nights ago and it felt better once it was turned off. The patient would have an appointment with their health care provider on (B)(6) 2014 and wondered if it was ok to leave it off until then. The patient was told that a new manufacturer representative was now in their territory and they called them yesterday and had not heard back yet. Additional information received later on (B)(6) 2014 indicated that patient was getting 50% or greater symptom reduction but was having pain over the neurostimulator (ins).it was noted that x-ray; turning the device on and off and reprogramming were performed. The plan was to remove the device. The cause of the event was not determined and was reported as unknown if device related. The patient outcome was reported as not recovered, symptoms/issue ongoing. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available .